Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the burr lock assembly was damaged. It was noted that the device had a cutter device stuck inside. It was further observed that the burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed as the springs were not pushing on the lock tabs to release the cutter devices. It was also noted that one of the springs was out of place and deformed and the other spring was out of place and gone. It was determined that the cause for the springs out of place was due to the hand piece being run without a cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation of the device revealed that a cutter device came in with the handpiece; and both were stuck together. Therefore, this handpiece device will be report 1 of 2 for the same event" and the cutter device will be submitted in a separate medwatch as report 2 of 2 for the same event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the handpiece could not be disconnected from the cutter device. It was not reported if there was a delay to the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.